Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 9th november 2011 and performed to specification up to the 19th july 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups one of ten minutes duration were recorded on the 23rd july 2015. No further log entries were recorded. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. On receipt of the device the pogo pin was found to be sheared off and the battery terminal locator pin on the returned pad-pak was also broken. This would suggest the damage resulted from incorrect insertion of a pad-pak. This damage would have prevented the device powering up, no data was recorded after the (B)(6) 2015. Indicating the damage occurred on or after this date. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.